Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with topical antibiotics (specific date and duration not reported). The patient was hospitalized on (B)(6) 2025, in order to undergo an explant surgery the next day. The device was subsequently explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.